Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, the heater bag disconnecting during therapy is a known cause of this alarm. The cause of the disconnection was unable to be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill 2 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater bag disconnected without falling. The technical service representative assisted the hp with disconnecting and power cycling the hc. Proper procedures were reviewed with the customer. The hp would start therapy over the next night. There was no patient injury or medical intervention associated with this event. No additional information is available.